Event description:
It was reported that the customer's pump screen went dark and would not turn on, which was categorized as a malfunction. The specific blood glucose level at the time of the issue was unknown, but it ranged between 54-500 mg/dl (3.0-27.7 mmol/l), suggesting no adverse impact. Customer service instructed the caller to put the pump into storage mode and agreed to replace the defective pump, coordinating the return of the device with a pre-paid label. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.